Event description:
Customer states that buttons are too difficult to depress. Customer also states that customer is only retrieving partial samples. (3/4). On 04/9/2001, spoke with dr who stated that he primarily performs breast biopsies. He stated, as a rule, he attempts to obtain three core biopsies. He further stated that when using the automatic feature, he often does not obtain a core; when using the deplayed feature, he obtains a portion of a specimen. As a result, in some instances, he has had to double the number of sticks a patient receives in order to obtain three biopsies. No cases have been aborted.